Event description:
It was reported that, a patient had a tha with a super secur-fit stem and a depuy adept metal on metal hip system on (B)(6) 2010. She had revision surgery to replace the adept head (v40 taper) due to a pseudotumor. When the surgeon dissociated the head from the stem, he noticed that there were corrosion on the stem trunnion and head taper. However, he did not replace the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon choose to leave it implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
Explant date updated. An event regarding patient factors involving a securfit stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded. There is not enough information in the current portfolio to perform a detailed analysis to provide a root cause with reasonable certainty other than the assumption that there may indeed be a correlation between the use of metal-metal bearing and pseudotumor formation, but that is something we already know. The corrosion aspect also remains somewhat speculative without hard fact evidence to support any conclusion. History review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed however the exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that, a patient had a tha with a super secur-fit stem and a depuy adept metal on metal hip system on (B)(6) 2010. She had revision surgery to replace the adept head (v40 taper) due to a pseudotumor. When the surgeon dissociated the head from the stem, he noticed that there were corrosion on the stem trunnion and head taper. However, he did not replace the stem.